Manufacturer narrative:
The end-user contacted permobil for assistance in updating their e3 tic watch to the latest version of software. In their conversation, the end-user reported having had a couple incidents in the past (dates not provided) where they described engaging the smart drive device via a double tap of the e3 to assist going up a ramp to their van. When given a double tap to stop the motor upon reaching the van level, claims the motor continued to run and they angled the wheelchair to where it would impact the van wall to keep from running out the opposing door. The end-user reported they did not receive any injuries as a result of either event. An issue was found by engineering where they identified a missing code in the smartdrive mx2+ application that handles anr (application not responding) application errors. Specifically, if the application crashes on the wearable due to an anr error, the error handling logic fails to stop the bluetooth communication to the smartdrive mx2+. As a result, the motor continues to run, and the user may not be able to stop the device using tap gestures. A CAPA investigation, 23-002, was opened to address this issue. As part of the investigation, it was determined the way to know if an anr event occurred could be detected by the screen on the wearable. If it is reported the screen is blank/dark during or just after the event, or if the end-user recalls the need to restart the mx2+ application to restore operation; these would indicate a possible anr event. The end-user stated they did not pay attention to the watch face when these events occurred, but mentioned in each occurrence they gave the watch a second double tap command and the motor would disengage. This would indicate the app remained in focus, and there was a potential of the e3 not recognizing the tap command by improper movement. The end-user stated it had only occurred a couple of times, and each time was when going into their van. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Received report where the end-user claims that the smart drive unit occasionally will not stop after giving a double tap when going up the van ramp, claims needing to maneuver into wall to keep from going through the other door. No injuries as a result.